Manufacturer narrative:
(B)(4). The fsr noted this unit has been in storage and has zero hours of usage since last preventative maintenance. The fsr replaced the batteries and identified that one of the two suspect batteries appeared to have a bad cell, as it is about 1.5 volts direct current (vdc) than the second battery. The fsr completed preventative maintenance, the unit met manufacturers specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During laboratory evaluation, the reported complaint was corroborated. Both batteries fail to meet minimum voltage and / or conductance requirements. The atypical measurements of both batteries indicates that irreversible battery degradation has occurred, therefore no attempt to recharge either battery was made. This complaint is related to medwatch #1828100-2016-00626. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were depleted in the delphin battery wedge. There was no patient involvement.